Manufacturer narrative:
The lock ring of the attachment had stuck, the heat test could not be performed. It was observed that the inside was very rusty. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was generating heat intra op. Additional information received suggests that the overheating was sudden. There was no impact to the patient or the staff.